Event description:
A neonate on tpn had the blood glucose fall to the point where it became unresponsive while receiving tpn compounded using the unit. The neonate revived and blood glucose level increased when switched to 10% dextrose. The blood glucose fell when the neonate was started back on the same bag of tpn, and rose when switched to 10% dextrose. The glucose concentration in the tpn bag was measured in the clinical chemistry to be .3%, by a method designed to measure serum chemistries. The programmed dextrose concentration was 7.5%. The unit swapped out.